Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Percutaneous coronary intervention (pci)). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information provided the cause of the coronary obstruction is unknown but may be related to the mechanisms above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, the patient's spouse called and asked that their spouse be removed from the company mailings as their spouse expired after the tavr procedure. Medical records were received for evaluation. The 29mm sapien 3 valve was implanted in the aortic position via tf approach. Post implant there was a left main occlusion with hemodynamic collapse requiring a sternotomy and CABG. The patient was taken immediately to the or for bleeding, where the patient was found to be hemorrhaging from the aortic cannulation site (no indication caused by an edwards device). Repair was performed and the patient was found to have diffused bleeding from all surgical sites due to coagulopathy, requiring massive transfusion of blood products as well as kcentra. The patient continued to deteriorate and had multisystem organ failure including chb. A discussion was held with the patient's family and support was withdrawn.